Manufacturer narrative:
This report is being submitted to provide additional evaluation result. Olympus conducted a further investigation on the subject device. The subject device is determined that it needs to be repaired because it has scratches on the bending rubber. The smear-like object in the image was also confirmed and it is determined that the subject device needs no repair for it. There were no findings leading to the cause of the positive result of the culture test of the subject device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that there was no anomaly such as damages and foreign material on the outer appearance and in the instrument channel. The subject device passed the water leak test. The manufacturing record of the subject device was reviewed without irregularity. The exact cause of this event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The suction channel and instrument channel of the subject device were tested positive for pseudomonas aeruginosa in the culture test at the user facility. The subject device had not been tested positive for any microorganism in monthly culture tests at the facility to date. The facility's endoscope reprocessor (johnson & johnson, endoclens) was tested negative for any microorganism. There was no patient injury reported.